Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had cuff physical damage and humidity observed inside the tube before use. The customer indicated that there was no patient involvement.

Manufacturer narrative:
One sample was received for evaluation, lot number of the tube was provided, a visual inspection was performed and it was observed all the components are assembled properly and no damage was observed on the tube neither the cuff, alcohol stains were observed inside the tube. An inflation/deflation test was performed and it was observed the cuff held the air, additionally the sample was submerged into a container filled with water and no leaks were observed in the sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.